Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler can be fired, but staples were not formed and only a few of them were deployed. No patient injury.